Manufacturer narrative:
The aide for the end-user stated; that the brakes on the rollator have been broken for over a year. Assembly, installation and operating instructions on page 1 part #1150739 states; "the wheels and glide brakes must be in contact with the floor at all times during use. The glide brakes are intended to provide additional stability while in the seated position. The glide brakes are not intended to be used for stopping the walklite during ambulation." Care and maintenance on page 2 states; verify operation of the brakes and adjust them as necessary. If handgrips are loose, do not use the product. Contact your invacare dealer. Inspect wheels periodically for wear and damage. Replace any broken, damaged or worn items immediately. The product has not been returned for evaluation, therefore, the complaint could not be verified, and the underlying cause could not be determined. This is a distributed product and this report will be sent to the manufacture, (B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
The end-user was walking from the bedroom to the living room, when the rollator rolled to the side, causing end-user to start to fall. The aide grabbed her from behind, put their hands across the patient¿s chest, and hugged her. The end-user was admitted to the hospital due to chest pains from where aid grabbed her and alleged soreness and pain from the fall.